Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted that elective replacement indicator (eri) had been triggered on (B)(6) 2014.

Event description:
It was reported that the device lasted less than four years and experienced unexpected longevity. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 694765 lead, implanted: (B)(6) 2011; a t510c25 tissue valve, implanted: (B)(6) 2009; a 1388tc lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.